Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the exhalation module printed circuit board assembly. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator went into safety valve open. The ventilator was on a patient at the time of the event. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.